Event description:
During a case in the operating room, anesthesia ventilator monitor went blank. Called biomed, called in for equipment techs, when troubleshooting with equipment techs, the ventilator stopped working. Anesthesia machine switched out in middle of surgery. Patient required manual ventilation intervention.